Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self test, off no power and unexpected restart error test. The insulin pump was unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Event description:
The customer's mother reported via phone call that they experienced high blood glucose and ketones. The customer's blood glucose was 393 mg/dl at the time of incident. The customer's blood glucose was 63 mg/dl at the time of incident. The customer's mother stated that they treated the high blood glucose with manual injection. The customer's mother stated that the drive support cap appeared normal. The insulin pump will be returned for analysis.